Event description:
I received a positive accula rapid pcr test, 2 days after I began having symptoms of allergies, I subsequently received 3 negative tests following the first positive, 2 negative antigen tests and 1 additional negative pcr on (B)(6) 2021. The medical office that gave me the positive result also falsified my medical records adding into the notes that I had recently lost of taste and smell to coincide with the positive result. I never had those symptoms. This occurred at a (B)(6) urgent care in (B)(6). They claim they are investigating it. FDA safety report ID# (B)(4).